Event description:
Customer reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, and 99 mg/dl within 10 minutes on the advantage system. Customer reported no adverse event relative to the discrepancy. A request was made for the return of the system, replacement was sent.